Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076 implantable pacing lead (B)(6) 2007.

Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock. Interrogation show t-wave oversensing on the right ventricular lead. The patient was noted to be moving a bed at the time of the shock. The device remains in use. No further patient complications have been reported as a result of this event.